Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). No device errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The received logs revealed several alarms at date of the event, expiratory minute volume low, peep low, respiratory rate high. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The ventilator passed pre-use check at the time of the event. The alarms generated indicates that a leakage situation occurred. The root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator alarmed for low expiratory minute volume. There was no patient harm. Manufacturer's ref.#: (B)(4).